Event description:
It was reported that during a therapeutic transurethral resection (tur), the camera head experienced a disconnection, and the image was pitch-black. The issue was found before the procedure. The intended procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the device was returned to olympus for evaluation and the customer's allegation was not confirmed: the camera cable is disconnected, and the screen is black. In addition, new damages/defects were observed: the video connector is not watertight. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.